Event description:
This report summarizes 79 malfunction events in which the device had paint chips missing. 79 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 79 events were reported for this quarter. Product return status 1 device was received. 78 devices were evaluated in the field. Additional information 79 devices were not labeled for single-use. 79 devices were reprocessed or reused.

Manufacturer narrative:
Additional information: 79 devices were not reprocessed or reused.

Event description:
This report summarizes 79 malfunction events in which the device had paint chips missing. 79 events had no patient involvement; no patient impact.